Event description:
The customer initially reported that their device was showing its service wrench. Upon evaluation of the device, it was observed that the device would not complete a defibrillation charge cycle. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the downward pressure of the internal therapy harness ferrite bead caused legs 1 and 16 of an integrated circuit chip, designator u1 to lift and as a result, set the device up to arc during a charge. This caused damage to the ic u1 and a resistor, designator r212. It was determined that the internal therapy harness was misplaced during installation.